Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six months post implant the right ventricular (rv) his bundle lead exhibited rising thresholds. High threshold was also noted. Lead fracture was suspected. The lead was removed and replaced. No patient complications have been reported as a result of this event.